Manufacturer narrative:
The insulin pump alarmed button error due to corroded on keypad trace. Also, insulin pump had missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone that the insulin pump alarmed button error. The insulin pump had no damage and has not been exposed to moisture. None of the buttons were responding, unable to clear alarm. Customer's blood glucose was unknown.